Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had opiate withdrawal. It was noted that the patient¿s refill program date was (B)(6) 2014. It was reported that the outcome was ongoing. It was noted that intervention included medication adjustment, specified as 1mg intravenous (IV) morphine on (B)(6) 2014. It was reported that no diagnostic methods were performed. It was noted that the etiology was medication. It was reported that the medication type was intrathecal morphine and hydromorphone. It was noted that it was related to the drug. It was reported that drug action was specified as change in opioid (morphine to hydromorphone) and decrease is dose (morphine 7.5 mg/day to hydromorphone 200mcg/day). It was noted that it was related to the device or therapy. It was reported that it was possibly related to implant procedure. It was reported that the symptoms included diarrhea, tachycardiac, yawning, weakness, and atrial fibrillation. It was noted that the previous system delivered morphine at 7.5 mg/day. It was reported that due to the age of the previous pump, ¿started the patient at hydromorphone 200 mcg/day¿. It was noted that the severity was severe. It was reported that seriousness resulted in in-patient or prolonged hospitalization. Per pump logs, the pump was used to infuse 200.02 mcg/day of dilaudid and 5.8406 mg/day of bupivacaine. It was later reported that the patient resolved without sequelae on (B)(6) 2014. It was noted that intervention included medical or non-surgical therapy specified as intubated on (B)(6) 2014. It was noted that intravenous (IV) morphine medication adjustment occurred on (B)(6) 2014. It was reported that intervention included reprogramming/refill/bolus specified as decreased continuous rate 94% on (B)(6) 2014. It was noted that medical or non-surgical therapy was specified as extubated occurred (B)(6) 2014.